Event description:
Patient's wife reports the pump dial is stripped. Unknown if product fault occurred while in use with the patient. No injury reported. The device is available for investigation and patient replaced device. Patient had a backup device they could use and successfully continued infusion. The outcome of the event is resolved. Pump serial number unknown. No missed doses or adverse events reported. No further information provided. Reported to (B)(6) by pt/caregiver.